Event description:
Per the clinic, the patient experienced an infection around the abutment site (specific date not reported) and subsequently was treated with topical antibiotics (specific date and duration not reported). The patient then underwent an abutment removal procedure under mac on (B)(6) 2023.